Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy the tip of the probe fractured.

Manufacturer narrative:
The product was returned for investigation where the reported tip breakage was confirmed. The returned unit was visually inspected without magnification, which revealed that the electrode was missing. The detached electrode was returned for evaluation. Visual inspection also found scratch marks on the lumen and insulation right below the electrode indicative of scrapping with another object or bone. The unit was connected to a serfas energy console to test functionality, but was unable to do so. This is because or an p2 error which will occur 24 hours after initial use of the device. The probable root causes for the reported condition can be associated, but are not limited to misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy the tip of the probe fractured.